Event description:
A report was received that the patient underwent a revision to explant (2) clik anchors and implant (2) 1cm suture sleeves. The clik anchors will not be returned. The patient is doing well following the procedure.

Event description:
A report was received that the patient was having issues with their system and the leads will be replaced. No further information is available at this time.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the midline incision and pain in the mid-thoracic region. The physician explanted (2)clik anchors and implanted (2)1cm suture sleeve. The patient is reportedly doing well following the procedure. Model #: sc-4316, lot #: 14541512, description: clik anchor. Explanted anchors will not be returned to bsn as it was discarded by medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.